Event description:
Failure to osseointegrate. New information regarding removal date.

Manufacturer narrative:
Failure to osseointegrate. New information regarding removal date.

Event description:
Failure to osseointegrate.